Event description:
It was reported that the patient was transported to the emergency room via ambulance as the patient experienced several syncopal episodes. It was also reported that the right ventricular [rv] lead failed to capture and the threshold had increased and was measuring high. The rv lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.